Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H4: device manufacture date is currently unavailable. Investigation summary: the device was received and evaluated. Visual inspection revealed that the electrode is in normal use condition. The cable is in good condition as well as the connector and pins. The suction tube was cut by the customer and it was not returned. The active tip shows signs of activation. When connected to the test generator, the electrode was immediately recognized. When performing the functional test, the ablation function did not worked. The coagulation function worked as intended. The electrode will be sent to the manufacturer for further analysis. Manufacturer evaluation result for vapr tripolar 90 suction elect: device was not received in original packaging. Tip is in good condition. Handle assembly is in good condition. Cable and plug assembly are in good condition. Suction tube cut at handle base. Electrical checks: cut return continuity failed the test.. Functional checks: tests were performed using vapr vue generator gml4854/1. On handswitch activation, audio output that ablate is activating, however no activation could be seen. Coagulation function operates as expected. Flow rate test was not conducted due to suction tube being cut off near handle base. The device showed no cut return continuity and as such the ablate function did not activate. From our investigation we were able to confirm the following: the device was found to fail both electrical and functional testing. The electrode handle was taken apart which revealed a poor connection. A review of our complaint data over the last 12 months confirms the occurrence of this defect is very infrequent (isolated case) and it can be concluded that calculated occurrence rate over the last 12 months is (B)(4) for the 795000 (225028) device. Therefore, the frequency is in line with the predicted failure rate and no further action has been recommended. A manufacturing record evaluation was performed for the finished device u2402049 number, and no non-conformances were identified. The overall complaint was confirmed as the observed condition of the vapr tripolar 90 suction elect would have contributed to the complained device issue. Based on the investigation findings, the potential cause cannot be determined, further investigation will be performed to establish a definitive root cause. At this point, it has been determined that no corrective and/or preventative action is proposed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
This is report 2 of 2 for (B)(4). It was reported that during a rotator cuff repair procedure, it was observed that the device did not function at all after it was connected with a generator. During in-house engineering evaluation, it was determined that the suction tube was cut at handle base. Changed another one to continue the surgery, the same problem happened again. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.